Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed 165mm from the terminal pin and only the proximal segment was returned. Microscopic inspections found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and the patient received an inappropriate shock. An invasive procedure was performed to replace the lead. It was reported that the lead was found to be fractured. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.